Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Episodes of non-sustained rv ovesensing were also observed during the follow-up in clinic. Programming changes were made.